Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x3.00mm nc quantum apex balloon catheter was selected for use, however during advancing, the shaft of the device broke. The break of the catheter is on the proximal end, outside of the patient's body. The procedure was completed with another 20mm x3.00mm nc quantum apex balloon catheter and no patient complications were reported.